Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the tampon string unraveled and pulled out leaving the tampon inside. She was able to manually remove the tampon. She reported she experienced vaginal soreness due to tampon being difficult to remove. Her symptoms resolved and she did not seek medical assistance.